Event description:
It was reported that the stent was inadvertently deployed in the external carotid artery, requiring additional surgical intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The stent was deployed but imaging performed showed that the stent was inadvertently deployed in the right external carotid artery rather than the right internal carotid artery. As a result, the physician explanted the stent and converted the procedure to a carotid endarterectomy (cea). The patient was expected to fully recover.